Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product found signs of use (nicked or gouged) and the dovetail feature is flared. This damage confirms implant would be unable to mate with tibia tray. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an articular surface would not seat with the tibial tray. The articular surface was then removed, and based on visual assessment, a replacement was required there were no observed problems with the articular surface application and insertion technique deployed by the surgeon. A new articular surface was opened, and was able to be implanted into the patient without any of the above mentioned problems. There is no additional information available at this time.